Event description:
It was reported that the external pulse generator generated an error code and had a pause button broken. The generator has not been received into service. There was no patient involvement.